Event description:
The x-ray unit pulled off the wall and fell onto a patient and the assistant. The assistant attempted to catch the unit to stop it from falling. The x-ray tubehead landed on the patient's forehead. The assistant's arm, shoulder and neck were injured when trying to catch the unit as it was falling. The assistant had x-rays done. The patient's forehead was cut approximately two inches and the wound required seven stiches. The patient had x-rays and CT scan. The doctor stated the machine did not appear be installed properly. The unit was not installed on a stud.

Manufacturer narrative:
After review of the equipment at the dental office, it was found that the x-ray unit was installed to 1 1/2 inch particle board without proper backing. The installation was done by placing 1 1/2 inch laminated particle board into the steel studs with the x-ray unit mounted to the particle board. Improper installation has been identified as root cause and investigated. The directions for installation have been determined to clearly define that units must be secured to wall studs or concrete. Training sessions for dealer service technicians have been performed.